Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) year old female patient with chest pain. There was no additional patient information at the time of this report. The patient was discharged on (B)(6)2017 in stable condition. The customer states that return product is not available for investigation. Method: result: date: time: I-stat ctni result (wholeblood): 0.14 , (B)(6)2017, 1033am. Dimensions exl result (plasma): <0.017, (B)(6)2017 1237pm. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/08/2017. Retain product was tested and product is functioning according to specification. Return product was not available for investigation.